Event description:
It was reported that post stenting treatment procedure in-stent restenosis occurred. The unspecified target lesion was located in the renal artery. A express renal sd was used to treat the lesion. In (B)(6) 2013, in-stent restenosis occurred. The physician called for a 5 x 15 mm express renal sd stent to treat the restenosed renal artery. The technician opened it and the physician believed it was the same stent that caused the restenosis. He decided not to used the stent and he did not stent the target vessel.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).